Event description:
The patient reported hearing a loud chirping sound at patient's 2 week check. When reprogramming attempted t-levels could not be reached at current level limits. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.